Event description:
This case was initially received via (B)(6) ((B)(4)) on 06-sep-2017. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure implants were removed by laparoscopy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced swelling ("swelling"), fatigue ("tiredness"), asthenia ("weakness"), vertigo ("vertigo") and nausea ("nausea"). On (B)(6) 2017, 1 year 7 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implants were removed by laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, swelling, fatigue, asthenia, vertigo and nausea outcome was unknown. The reporter provided no causality assessment for asthenia, fatigue, medical device removal, nausea, swelling and vertigo with essure. The reporter commented: essure implants inserted without problems on (B)(6) 2015. The patient has several undefined symptoms after essure insertion. Diagnostic results: control visit was on (B)(6) 2016: ok. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 11_sep-2017 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed 731 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority valvira ((B)(4)) on 06-sep-2017. The most recent information was received on 31-oct-2017. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure implants were removed by laparoscopy") in a (B)(6) year-old female patient who had essure (batch no. D29714) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, dysmenorrhea, bleeding menstrual heavy and smoker. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 1 year 7 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced swelling ("swelling"), fatigue ("tiredness"), asthenia ("weakness / lack of stength "), vertigo ("vertigo"), nausea ("nausea"), dizziness ("dizziness") and weight increased ("gaining weight"). The patient was treated with surgery (essure implants were removed by laparoscopy / fallopian tubes removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, swelling, fatigue, asthenia, vertigo, nausea, dizziness and weight increased outcome was unknown. The reporter provided no causality assessment for fatigue, medical device removal, swelling and vertigo with essure. The reporter considered asthenia, dizziness, nausea and weight increased to be related to essure. The reporter commented: essure implants inserted without problems on (B)(6) 2015. The patient has several undefined symptoms after essure insertion. Essure was removed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Control visit was on (B)(6) 2016: ok. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 31-oct-2017 for the following meddra preferred term: edical device removal: the analysis in the global safety database revealed 751 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 06-sep-2017. The most recent information was received on 24-oct-2017. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure implants were removed by laparoscopy") in a (B)(6) year-old female patient who had essure (batch no. D29714) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, dysmenorrhea, bleeding menstrual heavy and smoker. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 1 year 7 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced swelling ("swelling"), fatigue ("tiredness"), asthenia ("weakness / lack of strength "), vertigo ("vertigo"), nausea ("nausea"), dizziness ("dizziness") and weight increased ("gaining weight"). The patient was treated with surgery (essure implants were removed by laparoscopy / fallopian tubes removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, swelling, fatigue, asthenia, vertigo, nausea, dizziness and weight increased outcome was unknown. The reporter provided no causality assessment for fatigue, medical device removal, swelling and vertigo with essure. The reporter considered asthenia, dizziness, nausea and weight increased to be related to essure. The reporter commented: essure implants inserted without problems on (B)(6) 2015. The patient has several undefined symptoms after essure insertion. Essure was removed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Control visit was on (B)(6) 2016: ok. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 25-oct-2017 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed 752 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 24-oct-2017: essure device removal questionnaire received: patient's age and medical history added. Essure lot number d29714 was provided. Events dizziness and gaining weight added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.